Manufacturer narrative:
A fully deployed ultraflex tracheobronchial stent and delivery system were returned for analysis. No issues were identified during the product analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets specification; however, the user is dissatisfied with the function, performance, or appearance of the product. The most probable root cause classification is user preference issue.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a ultraflex tracheobronchial stent was to be used in the tracheal right main bronchus to treat a malignant stricture during an stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician was able to deploy the stent; however, the stent was not deployed in the correct location. The physician removed the fully deployed stent using forceps. Reportedly, the physician felt that the position of the stent on the delivery system was too far from the distal tip of the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent positioning placement problem. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 20, 2016, that a ultraflex tracheobronchial stent was to be used in the tracheal right main bronchus to treat a malignant stricture during an stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician was able to deploy the stent; however, the stent was not deployed in the correct location. The physician removed the fully deployed stent using forceps. Reportedly, the physician felt that the position of the stent on the delivery system was too far from the distal tip of the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.